Manufacturer narrative:
Product analysis: analysis was able to confirm that the patient output connector on the external pulse generator (epg) was cracked. Incoming tests were unable to be performed because the broken connector was loose from the inside housing. A new patient cable was placed but the device did not pass multiple final tests. A new main board was placed. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg was returned for service. No patient complications have been reported as a result of this event.